Event description:
(B)(4).

Manufacturer narrative:
The device was inspected by a hill-rom technician and the conclusion is that the lift strap was twisted inside the housing causing the sudden drop. The twisting of the lift strap was caused by incorrect use of the lift. Technician has instructed staff in correct operation of the lift. The MFR has recommended to replace the lift strap and perform a weight test.